Event description:
In may co received a customer complaint call to the customer service group stating that customer had used a speedicath male ch 14 catheter about two weeks earlier. Customer felt discomfort and noticed bleeding then later in the day became queasy and light-headed. Customer called 911 and was admitted through ER to the hospital. Customer was hospitalized for 6 days due to a ruptured sphincter causing septic shock.